Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The event date is an approximation. According to a report received from an unverified reporter (pharmacist), the patient experienced an issue with the cgm sensor and sought hospital evaluation due to inaccurate readings. On approximately on (B)(6) 2025, the patient reported feeling dizzy and lightheaded. At the time of the event, the cgm displayed a value of 78 mg/dl, while the blood glucose meter (bgm) showed a lower value of 48 mg/dl. It is unknown whether the patient calibrated the cgm device. The patient proceeded to the emergency room (ER) for evaluation. No additional event details were provided, including any information regarding treatment or medication administered. The patient was discharged after approximately 24 hours and was reportedly ¿feeling fine¿ at the time of follow-up. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.